Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted due to early battery depletion. The patients elective replacement indicator was stamped in 11/99. The patient went to her 3 month follow-up, but missed follow-ups after that. The patient presented in the emergency room at 50ppm.